Manufacturer narrative:
Approximate age of device - 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2018 due to a cerebrovascular accident no further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between (B)(4) and the patient's outcome could not conclusively be established. The heartmate ii instruction for use lists stroke, renal failure, bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.